Event description:
Customer reported "there¿s a hole by the stiffener". The issue was found during an unspecified procedure. There was no patient harm, no injury reported in this reported event. Device inspection found the device displayed a no image with error b30.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. The biopsy channel was noted to be leaking due to tear. The insertion tube was noted to have excessive scratches, heavily dented with split boot connector. The bending section a-rubber glue lifted. Additionally, evaluation found the distal end c-cover was broken, cracked. Fluid invasion was observed in the control body and scope connector. As stated in section b5, device displayed no image and error b30 (communication error) was noted. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to physical stress and deformation , component failure. The image issue, communication error was noted to be due to damage component failure , probably due to fluid invasion and attributed to electronic component failure. Olympus will continue to monitor field performance for this device.